Event description:
The customer reported a burn mark on the fabric covering of the unit.

Manufacturer narrative:
The customer reported a burn mark on the fabric covering of the unit. Our investigation revealed a 1/8" diameter burn hole in the outer covering of the pad, caused by a broken thermostat terminal. This type of damage is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project ((B)(4)) to better protect the thermostat from abuse.